Event description:
Depo- medrol given im. Medication was drawn up in syringe. Needle was changed to 25 g 1.5 in lot # 221211, exp 11-30-27. Air was aspirated from syringe without issue. During administration, half of the medication went in without issue, then was unable to push the plunger in. This resulted in an incomplete administration of the medication. The needle was withdrawn and new one was replace on syringe. Injection was completed with balance of medication left in syringe given to the patient.